Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that distal part of the stent was found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.